Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the articulation flag was bent. Functional evaluation was not performed due to the bent articulation flag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when firing over the tissue, the first reload had loading problem and broke when the scrub tried to attach it to the handle. On the second reload, the surgeon was able to press the green button, but unable to squeeze the handle and would not fire. The handle and the reload were changed to complete the procedure. There was no patient injury.